Event description:
Polyurethane coated breast implants in 1989. Infection in one breast. Implant removed. Both implants replaced in 1990. Joint pain and tissue swelling since 1990. Chronic fatigue, headaches.